Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the right atrial lead exhibited less than 200 ohms impedance and -does not have a signal-. The lead was replaced.